Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID : 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014. Product type: lead.

Event description:
It was reported that the patient had charging difficulties, including communication/telemetry issues. The patient was seen in the office for evaluation of the charging issues. The patient's status was alive with no injury. It was further reported that the patient was charging at regularly expected intervals and times. The patient was trained and able to demonstrate effective charging. The device was in continuous mode. The cause was not determined. The patient had effective therapy. No other intervention noted. The patient was doing well. Additional information received on 2016-03-22 reported that the pocket was going to be revised on (B)(6) 2016.

Event description:
Additional information received from the consumer reported that the patient had a revision the week prior to (B)(6) 2016 to move the implantable neurostimulator (ins) site because it was very difficult for her to recharge where it was previously implanted. It took the patient 6-8 hours to charge and she had to sit up straight or stand in order to charge. It was unknown whether the patient had recovered completely as the patient was still recovering from the revision. There were no reported patient symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient stated their ins was moved because they had problems getting coupling and stated they had to sit on the edge of a couch or chair and it would take 8 hours to charge. They stated they had to charge that way for it to stay in place. They also reported there was something wrong with where the pocket was and the stimulator was not up against the skin enough. The patient stated they had the ins moved in (B)(6) 2017, which conflicts with an earlier revision date of 2016. The coupling issue started when they were implanted. Since the ins was moved they were able to charge without the problems. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 97740 (B)(4) product type programmer, patient product ID 9 7754 (B)(4) product type recharger product ID 977a160 (B)(4) implanted: (B)(6)2014 product type lead product ID 977a160 (B)(4) implanted: (B)(6)2014 product type lead. If information is provided in the future, a supplemental report will be issued.